Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on radius side assessed as surgical damage. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed.

Event description:
Healthcare professional reported deflation. This record is for left side. Device explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.